Event description:
Procedure: colon resection according to the reporter: the anvil detached from the device into the patient¿s colon. The surgeon cut and used another device to retrieve the anvil and complete the procedure. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).